Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): under infusion, after 1 hour work, it slow down 4 times. (B)(4).

Manufacturer narrative:
(B)(4). Info from sales organization (B)(4): the device has been investigated by our technician. Failure analysis: after investigation was performed, it was found that the pump has torn out of the syringe holder. The under infusion could not be confirmed. Defect caused by wrong handling.